Manufacturer narrative:
The field service representative (fsr) ran the roller pump with and without tubing and the pump was responding properly to air and level alarms. Per data log analysis, on (B)(6) 2018, the first time the pump it gets a 'motor over current' (pump jam) causing the pump to stop. This is normally caused by over occlusion. After that, no more 'motor over current' messages occur. Many pressure alerts and alarms occur, where the alarm is configured to stop the pump. There is no indication of the pump increasing speed by itself. If the pump was running faster than the set-point it would log overspeed events and stop, but this never occurs. There is nothing unusual in the pressure module log. The logs confirm the pressure events were occurring but there is no indication of what was causing them. Based on two successful cases after this, it seems likely the problem was external to the heart lung machine (hlm).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a cardioplegia (cpg) high pressure alarm occurred. The pressure alarm was cleared and the procedure was continued. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
During a cardiopulmonary bypass (cpb) procedure on (B)(6) 2018 the system gave the perfusionist a high pressure alarm for the cardioplegia (cpg) line. The perfusionist stated that she did not see a kink distal to the roller pump, but was not sure that there was a kink on the field. She informed the surgeon about the over-pressurization situation and he was able to relieve the pressure at the field. She was unaware of what was causing the over-pressure situation on the field and stated that he was able to resolve it on the surgical field. She was able to re-start cardioplegia delivery and all dosing was appropriately given to the patient. The team asked for the field service representative (fsr) to look at the pump and investigate the log data. The pump worked to specifications, and the log data confirmed that the roller pump appeared to operate properly. The pressure concern was very temporary and was able to be resolved immediately after informing the surgeon. The cpg roller pump performed without issue the remainder of the surgical procedure. This incident did not delay the surgical procedure, and there was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.